Manufacturer narrative:
(B)(4). Date sent 5/6/2025 d4 batch # 337d25. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received with some staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. This condition causes the device to be unable to close. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 337d25, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device gcs40g lot number m9ca94 and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure it was not possible to close the stapler completely during the procedure. To procedure completed physician used another one product the same type. No consequences for the patient reported.